Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) developed an infection due to carrying heavy bags of meat over their shoulder and was subsequently hospitalized. An elective revision procedure was performed and the physician removed the device and and all leads were capped and left in the pocket for future use (unable to obtain the model and serial number of the leads involved in this infection; can not confirm they are bsc leads) no additional adverse patient effects were reported.